Event description:
Stapler reload was loaded onto reusable device and pc read "replace dlu". The reusable device was loaded with another stapler reload and was fired. The unit partially cut and the knife blade was left exposed. There were malformed staples observed on the proximal end and the unit got stuck on the tissue during firing. Case was completed using another device.